Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the light source connector part of the scope fell inside of the device. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the video system center needed to be inspected because enf-v3 parts may remain. The issue was found after the procedure, the intended diagnostic procedure was completed with the same device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no specific cause was identified as to why the light source connector part of the scope fell off inside the device. The reported phenomenon might be prevented by following the descriptions of the instruction manual (IFU) which states: "never apply excessive force to the product, peripheral device and cables. Product damage can result." "Never apply excessive force to the connector. Connector damage can result." Olympus will continue to monitor field performance for this device.